Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they reported that the hemopro end would not connect to the cord. Some of the pins may be bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 03/25/2020. An investigation was conducted on 04/30/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was observed to be intact, no visual defects were observed. A manual evaluation was conducted. The cable was attached to a reference power supply with no physical defects observed. The cable was attached to a reference harvesting device. The pigtail end of the cable was unable to be firmly attached to pigtail on the reference harvesting device, with a visible space between the two pigtails. The pins in the pigtail was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "connection issue" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Internal complaint number: tw #(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they reported that the hemopro end would not connect to the cord. Some of the pins may be bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they reported that the hemopro end would not connect to the cord. Some of the pins may be bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.